Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and contributed to a patient expiring. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded. The patient expired. The ventilator was returned to the manufacturer's product investigation laboratory for analysis and there was no evidence of foam degradation observed. The ventilator was found to operate and alarm as designed and did not contribute to the patient's death.